Manufacturer narrative:
Please note that this unk device is not distributed in the united states. However, it is similar to the us distributed cxs stent. It is also not available for testing and evaluation. Additional info is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-00354 and 9616099-2008-01332.

Event description:
As reported by the study, pci was performed in the proximal cx and an unk cypher stent was deployed. Coronary angiography was conducted at an unspecified time period and showed diffuse stenosis in the cx. The proximal lad was treated with a 3.0x18mm cypher stent. Additional questions info is pending regarding this event.